Event description:
It was reported that during a prostate procedure, four surgical fibers were used. The tip of the first fiber used was reported to have burned through and was replaced; the second and third fibers used were both reported to have been replaced due to an excessive build up of tissue. The procedure was completed using a fourth surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap has pushed forward in metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.